Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed.the lumen of the delivery system was damaged. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was knotted. There was a deployment issue with the delivery system. Flat wire was found protruding from the delivery system outer shaft. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup and the delivery system in the deployed state with the deployment button in the deployed position, the tether pin and part of the tether was cut from the tether at the proximal end of the delivery system.. The tether is twisted from the recapture feature of the device to the recapture cone. The tether was cut at 67 cm from the tether pin with two knots in the same segment of the tether at 53.5 cm and 58.5 cm from the tether pin. The tether was cut at 3 cm from the tether pin. There is exposed wire mesh on the outer shaft at 3.8 cm from the distal end of the delivery system. Articulation could not be tested due to the device not being abl e to be recaptured from the twist in the tether.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the tether was tangled in the retrieval head and could not be retrieved into the device cup. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.